Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During the visual and microscopic inspections, it was observed that the wire was received in damaged condition. The hypotube was kinked at multiple locations. The pressure sensor was intact but with some whitish debris and it exhibited a stretched distal tip coil. That is the distal tip coil had unwound from its coiled position. There was no wire separation (no threads had untangled) and the corewire was exposed and protruding. When carefully examined, no other parts were noticed to be missing from the device. The observed damage to the hypotube is likely to occur when the device is impacted, manipulated or if excessive force is applied. The guide wire distal tip coil design facilitates shaping and the flexible feature of a coil also provides a soft, atraumatic tip. Excess force/use of a sharp tool during shaping or the tip coil being caught in other devices during use may cause the coils to be pushed distal creating a gap between the coils thus the tip may become to have been stretched or unwound. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There was no patient injury and no adverse events reported. The patient was discharged from the hospital according to the original treatment plan and is in good condition. No further action is required.

Event description:
It was reported that after the stent was placed, the physician attempted to use the wire for a second ffr measurement and found that the tip of the wire appeared to be wavy. The physician thought the wire was fraying. Another volcano pressure guidewire of a different model was used and the procedure was completed. There was no patient injury and no adverse events reported. The pressure guidewire was received and during evaluation, it was observed that the corewire was exposed and protruding.